Event description:
During training by a zoll medical sales representative, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.